Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "the above listed product was noted to be received in surgery missing one of the locking tabs that locks the punch guide into the trial baseplate. The surgeon went ahead and assembled the guide into the trial baseplate and proceeded to punch the tibia. Upon impaction, the second locking tab broke off of the guide"